Event description:
Overdelivery reported. The pump was set to deliver a tpn solution via primary at 80ml/hr with concurrent secondary infusion of lipids at 20ml/hr. A nurse reports that the infusions completed 4 hours earlier than expected. There were no adverse patient effects. The pump was switched out. The patient has subsequently been discharged home.

Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports for code 102 (overdelivery) for lifecare 5000 plum products is approx. .33/million sets.